Event description:
The filter successfully placed on 3/30/96 and nothing unusual was noted. The pt came into the hosp due to crohn's disease and it was noted that the filter leg broken off and was embedded in the cava wall. X-rays from 9/97 show that the leg was broken embedded at that time. Pt is asymptomatic and no add'l procedure will be performed.